Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing its distal end. T2 and the suture show no abnormalities. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair, the second anchor, pulled out from the fast fix even before deployment. The procedure was completed with a back up device with no delay or patient injury reported. Results of investigation have concluded that t1 is broken and missing a piece from its distal end, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.